Manufacturer narrative:
There are no concomitant devices for this report. The concomitant devices are for the related complaint (B)(4). Though this report is for an infection which has been determined to meet serious injury criteria with no product malfunction reported, this is a veterinary case and will therefore be reported as a malfunction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Unknown when infection began. The 510k: this report is for an unknown screws: cortex: unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is not applicable since still implanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). There is no allegation of a product malfunction against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. The reported event required medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date and at an unknown veterinary practice, a canine patient was treated with two tplo (tibia plateau leveling osteotomy) procedures. On an unknown date, the canine returned to the veterinary surgeon where a mrsp (methicillin-resistant staphylococcus pseudintermedius) infection was identified at the surgical site on one leg. The surgeon determined that both the tplo procedures were healed, and the hardware could be removed, and the infection would be treated with antibiotics. When the surgeon attempted to remove the locking screws from both tplo plates, the heads of the locking screws stripped, and the surgeon was unable to remove them. As a result, the patient was closed, and then referred to texas specialty veterinary services for implant removal. This is a veterinary complaint. This complaint ((B)(4)) will capture the post-operative infection that required medical intervention for revision/removal of hardware. There is one tplo plate, and an unknown quantity cortex screws, and locking screws involved in this complaint. A related veterinary complaint ((B)(4)) has been opened to capture the first implant removal attempt that resulted in the heads of the locking screws stripping out. The surgery could not be completed, and the patient was closed and then referred to texas specialty veterinary services for implant removal. There are an unknown quantity of locking screws involved in this complaint. Reported concomitant devices: unknown tplo plate (part # unknown, lot # unknown, qty. 1); unknown cortex screws (part # unknown, lot # unknown, qty. Unknown); and unknown locking screws (part # unknown, lot # unknown, qty. Unknown). This report is 2 of 3 for (B)(4).